Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient experienced pain and suffering, as well as excessive levels of cobalt and chromium in the blood.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a migrated acetabular component and anterior wall deficiency. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Update 4/1/2013 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated cup migration. The stem is being added for the complaint for the alleged high metal ions (no lab results provided). The stem and femoral head revised were a competitor product. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.